Manufacturer narrative:
Pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ were there any patient consequences? ¿ can you identify the product code and lot number of the product that was used? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown surgery on 25-november-2023 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the wound. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.